Event description:
According to the reporter, the device's crt blanked during a code. Power to the device was cycled and the device subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.